Event description:
It was reported that the patient had been pushed over by a dog and she felt her ipg shift to an uncomfortable position with a sharp side poking through the skin. The patient underwent a pocket revision procedure. No devices were explanted or replaced. The patient is doing well postoperatively.